Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 15932330, description: next generation anchor kit-sterile; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline incision site wherein pus and opening at the site was noted. The ipg pocket site was red as well. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was reportedly doing well after the procedure and was responding to the antibiotics.